Event description:
It was reported that the ilet cartridge (reservoir) fractured when the device was dropped, leaving broken cartridge components lodged inside the ilet and interrupting insulin delivery, which led to a highest reported blood glucose of 401 mg/dl; the user transitioned to subcutaneous insulin pen therapy to correct the high glucose, and the ilet device itself continued to function aside from the stuck cartridge components. Customer care provided support that included gathering information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured reservoir component. No clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user dropping the device that caused the cartridge breaking rather than a component failure.